Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient had possible unspecified signs of thrombosis but was not clinical symptomatic. A system controller log file was provided to the manufacturer's technical services representative for review. The log file showed an increase in pump powers over time with a trajectory that in past experience may be associated with pump thrombus. Additional information was requested but was not provided.

Manufacturer narrative:
The report of suspected thrombus could not be confirmed as the pump was not available for evaluation. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The patient remains on vad support. The manufacturer is closing the file on this event.